Event description:
The customer reported the system displayed a saturation fault error message. This error will prevent the system from producing fluoroscopic x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A circuit board was replaced and a filament calibration was completed. The system was then found to be operating as intended.